Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high compared to a laboratory device. The customer care advocate (cca) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation during the initial call. It is not specified when the alleged issue began. The patient reported blood glucose results of ¿7.7 mmol/l¿ with the subject meter and ¿5.9 mmol/l¿ on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿s criteria for accuracy. It is not specified how the patient manages his diabetes; however, after the alleged result, the patient administered self insulin (type/ amount not specified). After, the patient claimed he ¿felt sick¿ which he associated with low blood glucose. No additional treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient refused for product to be replaced. Based on the information obtained at this time, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of ¿felt sick" does not meet lifescan's criteria for a serious injury. There is no evidence the patient received medical treatment for an acute complication of diabetes due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.